Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
On 20th july 2023 getinge became aware of an issue with one of our surgical lights ¿ hanaulux 2003. As it was stated, the paint was peeling from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical lights did not meet their specification, due to paint chipping and such scenario could be considered as technical deficiency, and in this way the devices contributed to the event. Provided information does not indicate if upon the event occurrence, the devices were or were not being used for patient treatment. When reviewing similar reportable events for the same device type, over the last 5 years, there was no serious injury or worse reported. A technical evaluation of paint chipping and peeling was performed by subject matter experts who stated the following. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (56351039/e, pages 14 and 9-10) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 20th july 2023 getinge became aware of an issue with one of our surgical lights ¿ hanaulux 2003. As it was stated, the paint was peeling from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 event site name: kurihara medical instruments co., ltd. Takasaki branch e1h event site postal code: 3700006 h3 other text : device not returned to manufacturer.